Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per operative notes, ¿the partially disrupted synthetic mesh was removed. A ventral incisional hernia defect was noted and a ventralight st using echo ps was placed within the intraperitoneal cavity and tacked." (B)(6) 2022 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of mesh. Per operative notes, ¿the ventralight st with echo had pulled away. The adherent omentum and bowel were dissected free. The inferior aspect of the mesh had eventrated into the hernia was extracted. The defect was measured, and a synthetic mesh was placed and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k) #. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2020) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d.1 (brand name), g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.